Event description:
Internal pic only, inbound. Cadd cassette 100ml w/flowstop alarming no disposable on both pumps when attempted to use this cassette, lot # 39026198, exp 01/31/2025. Changed to new cassette. No further details provided. Cassette issue.